Event description:
It was reported that during a pulsed field ablation procedure, a catheter electrical current system notice occurred. The generator was rebooted without resolution. The interface cable was replaced without resolution. The pulsed field ablation catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and pscc100 loop catheter with lot number 0012150685 were returned and analyzed. The data file showed 309 therapy deliveries were performed on the event date using the pscc100 loop catheter with lot 0012150685. The data file showed error message ¿catheter electrical current error¿ on the event date. Error message ¿catheter electrical current error¿ terminates therapy delivery due to over current readings exceeding the max amperage of 42a. Visual inspection of the loop catheter appeared intact without any visible issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The capture device was received already removed from the catheter. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy delivery was interrupted due to error 2000 'catheter electrical current error'. Hpota verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. Dissection showed multiple charred electrode wires, most likely due to damaged insulation. Insulation damage was noticed on several electrode wires along the length of the shaft. In conclusion, the error message 2000 was confirmed through analysis and the loop catheter failed the returned product inspection due to a persistent error 2000 (catheter electrical current error) most likely caused by an insulation breach in the electrode wires, insulation burn damage, and charred electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.